Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to fever and infection. The infection source was determined to be near the lvad. While inpatient it was noted the patient power cords were frayed and the lcd was "fogged". The patient placed electrical tape on the breaks on the white power cable. Log file analysis noted backup battery faults caused by ebb end service life power fault. No further information was reported. No further information was reported. Related manufacturer's report number:2916596-2020-03626.

Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the submitted log files confirmed the reported backup battery fault alarm. Log files (97130938, event and periodic) were provided for review. The event log file contained events recorded on july 11 to july 13, 2020 where a backup battery fault associated with battery end of service life was recorded through the entire log file. The pump support was not affected, and the system maintained the desired set speed with no interruptions. The log file also contained multiple pi event (fault) events. The periodic log file contained events recorded from october 31, 2019 to july 12, 2020 and the backup battery fault associated with battery end of service life was recorded from (B)(6) 2020 throughout the end of the log file. There were no other unusual events seen within the log files. In addition, the investigation was able to confirm the reported fogging of the lcd screen on the system controller (B)(6) based on the provided image. The report of frayed system controller's power cables was also confirmed via the image provided by customer. Analysis of the provided power cords image revealed small cut under the black power cable connector strain relief. Neither the shielding nor any inner wires were visible but a green contamination was noted, this is indicative of fluid/moisture reacting with the inside shield wire of the power cable. The black power cable connector strain relief was also slightly damaged. Per account information, the system controller serial number (B)(6) will not be returned for evaluation. As a result, the exact cause of the reported events can not be conclusively determined. As the system controller is not available for analysis, the complaint file will be closed with no further actions. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Section 2 "system operations" explains how to replace the system controller backup battery. This section also states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Section 4 ¿system monitor¿ informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced, and section e ¿safety checklists¿ informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer with (B)(6) on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.